Event description:
Reporter alleged discrepant back to back blood glucose values of 107, 226, 152, & 119 mg/dl when all tests were performed within 10 minutes on the advantage system. The location of the testing was not provided. No actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.